Event description:
The mon lait pumps are of terrible quality. I purchased double pumps less than 2 months ago and both have stopped working and won't charge. The company will not respond to emails or messages despite claiming to have a 2 year warranty.